Manufacturer narrative:
The device was returned and passed visual inspection and functional analysis. The root cause of the reported inadequate pain relief is not able to be definitively determined. The evoke scs system surgical guide includes the following language, "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation or over time. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system due to inadequate pain relief. Prior to explant, troubleshooting was performed included obtaining x-ray and MRI imaging as well as performing reprogramming on the patient.